Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display and damage. Customer's blood glucose at time of incident was 295 mg/dl. Customer was explained the possible caused of blank display. Customer stated that there are two cracks in the pump casing. The customer stated that one of the cracks in the casing near the lcd screen radiating out towards battery cap and the second crack is on the right side of the from the right corner and goes out. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown. Customer declined to troubleshoot for high blood glucose, low battery alarm and batter y out limit alarm.

Manufacturer narrative:
The insulin pump was received with currents within specifications. No unexpected low battery, blank display, battery out limit and the lcd board ok. The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. The insulin pump minor scratched lcd window, cracked case near the display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip and cracked reservoir tube.